Manufacturer narrative:
UDI= (B)(4). According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure and upon deploying the stent, the guide catheter detached from the delivery system and fell into the scope. The guide catheter was retrieved using rat tooth forceps. The procedure was completed with the flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.